Event description:
As reported as reported summary: when the physician was about to start ablating after sound merge at ra, bb, and sound merge at la, the pericardial effusion was confirmed by soundstar catheter. The drop of blood pressure and the abnormality of ECG were not observed, and pericardial effusion was not observed obviously by transthoracic echo too. Considering the worst case, however, the procedure was ended and the patient left room.